Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer reloaded the cartridge and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose value.